Event description:
It was reported to covidien in 2008, that a customer had an issue with a hypodermic needle. The customer reports that while disposing of the needle, they stuck their left index finger.

Manufacturer narrative:
Submit date: 01/05/2009. An investigation is currently underway. Upon completion, the results will be forwarded.